Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the handle of the device would not open the jaws after closure. The handle would move, but the jaws would not respond. The device was not on tissue when the issue occurred, and a second device of the same type was used to continue the procedure without issue.